Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)), contact person phone number: (B)(6). A getinge field service engineer (fse) evaluated the device, from the investigation it was found that manifold drive is defective, causing the iabp alarm low vacuum to be completely unusable. To fix this issue fse replaced manifold drive (d104-00-0018). All functional safety checks have been made to meet factory specifications. The iabp returned to the customer for use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed low vacuum symptoms. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.